Event description:
It was reported that the valve was explanted after an implant duration of approximately 7 years (86 months) due to severe prosthetic aortic valve stenosis, secondary to degeneration. It was identified, through review of source documentation provided, that the valve leaflets had limited mobility. The explanted device was replaced with a model 23 mm carpentier-edwards perimount magna ease pericardial bioprosthesis. Patient comorbidities include: pulmonary edema; congestive heart failure. There were no adverse patent effects as a result of the replacement. The bioprosthetic valve will not be returned for evaluation.

Manufacturer narrative:
Device not returned. The explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without the return of the device, the root cause of this event cannot be assessed. Although the root cause of this event cannot be confirmed, it appears that reported stenosis is likely due to patient related factors. Bioprosthetic valves have been proven to have excellent long term durability; however, failure does occur in a small number of valves. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement.